Event description:
It was reported that during cleaning at the user facility the head was found to broken off of the radiolucent right angle drive. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
Upon visual inspection, the head was found to have fallen off from the device. The device was repaired and will be returned to the user facility.

Event description:
It was reported that during cleaning at the user facility the head was found to broken off of the radiolucent right angle drive. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.